Manufacturer narrative:
The impella cp was received and a failure investigation was completed. Data log review found no instances of low purge pressure that could indicate air entering the purge line. Examination of the purge system found no leaks or damage to the air air filter. Simulated use testing was performed, however, was unsuccessful in reproducing the reported air bubbles. A review of the device history record found no manufacturing issues or reworks associated with this pump lot. There are no other complaints related to this failure mode associated with pumps from this lot. We are unable to determine a root cause for the reported air bubbles in the patient's ventricle.

Manufacturer narrative:
The impella cp optical was returned and an investigation is underway. Upon completion, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) white male patient presenting with an ejection fraction of 5- 10% with acute myocardial infarction and cardiogenic shock. An impella cp optical pump was inserted for hemodynamic support and initiated without any reported issues. The device was repositioned, at which time air bubbles were found in the patient's left ventricle under echo imaging. Despite this issue, no adverse symptoms exhibited by the patient.